Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, h6, and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning or that it has not been sufficiently cleaned due to the passage of time after use. The following information is stated in the instructions for use (IFU): ¿reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups.¿ ¿when inserting the instrument into the endoscope, hold it close to the biopsy valve or t-plug and keep it as straight as possible relative to the biopsy valve or t-plug. Otherwise, the insertion portion could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the intended procedure was a therapeutic one for the removal of fish bones. There was no patient harm. The delay in the procedure took about five minutes to change the forceps. It is unknown the extent of sedation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. When the slider was operated, the grasping jaws could be opened and closed, but there was a sense of resistance. In addition, there was foreign matter adhered to the arms. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the biopsy forceps cup did not open and close during preparation for use. The subject device was replaced with another device, and the procedure was completed. There was no report of patient harm associated with the event. During incoming inspection, it was determined there was foreign matter adhered to the arms. This MDR is being submitted to capture the reportable malfunctions found during evaluation.